Event description:
Reaction: left knee effusion; left knee pain; cannot walk. Info was received on 19-jul-2007 from a physician regarding a male pt with a medical history of arthritis, who experienced a reaction, knee effusion, knee pain, and difficulty walking after receiving synvisc. The pt received the synvisc series in the left knee three times in 2007. On an unk date, the pt experienced a "severe reaction of the knee" and he was hospitalized. The pt's left knee was aspirated (3) times, once while he was hospitalized and twice more by the reporting physician. The pt also has difficulty walking due to pain to the point where he has to use crutches. The physician's causality assessment for the events was probable. At the time of this report, the outcome of the pt was unk. No further info provided. Add'l info was received on 23-jul-2007 from physician. The pt has a medical history of osteoarthritis for duration of 3 months, joint narrowing, and previous nsaid and steroid therapy. The pt's concomitant medications included motrin and vicodin es. Nine days prior to original date, the pt experienced difficulty walking and severe left knee pain due to an unspecified reaction. The pt's left knee was aspirated and injected with steroids and lidocaine at a hospital on the following day. According to the reporter, the exudate was analyzed and showed no signs of infection. One day later, the pt left knee was aspirated again and injected with steroids and lidocaine and 50cc of exudate was collected by the reporter. Aspiration with a steroid and lidocaine injection was repeated by the reporter four days later, and 60cc of exudate was collected. Four days later, knee aspiration with steroid and lidocaine injection was repeated at another hospital. The sample was analyzed and showed no signs of infection. The reporter stated that the emergency room doctor recommended an arthroscopic procedure. The physician's causality assessment for all events was definite. At the time of this report, the outcome of the pt was not yet recovered. No further info provided. On 24-jul-2007, additional info was received from physician. At the time of this report, the outcome of the pt was not yet recovered. No further info provided. Left knee aspirated (4x).